Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a pre implant balloon aortic valvuloplasty (bav) was performed. No post implant bav was performed prior to the valve dislodging. The patient's anatomy was noted to be "horizontal", which may have contributed to the dislodgement. The deployment starting point was noted to be at the bottom of the pigtail. The direction of the dislodgement was aortic. Prior to the valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 3 millimeter (mm) and the implant depth on the left coronary cusp (lcc) was 4 mm. After the valve dislodgement, the implant depth was noted to be "minus". No additional adverse patient effects were reported.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged. Subsequently, a second valve was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID: d-evolutfx-2329; lot #: unknown; ubd: unknown; UDI#: unknown product ID: l-evolutfx-2329; lot #: unknown; ubd: unknown; UDI#: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.